Manufacturer narrative:
A component code was updated. The investigation determined that the issue was consistent with an identified mechanical problem (pinch valve failure).

Event description:
We received an allegation about discrepant results for 19 patients' samples tested with elecsys carbohydrate antigen 19-9 (ca19-9) assay and 1 patient's sample tested with elecsys carcinoembryonic antigen (cea) assay and 1 patient's sample tested with elecsys probnp (pbnpx) assay and 2 patients' samples tested with elecsys thyroid-stimulating hormone (tsh) assay on a cobas e801 immunoassay analyzer. Of the 19 patients' samples tested for ca19-9, discrepant results for only 1 patient's sample were provided. Sample 1 was tested for ca19-9: initial result: 5.37 u/ml 1st repeat result: 60.7 u/ml 2nd repeat result: 60.3 u/ml. Sample 2 was tested for cea: initial result: 9.8 1st repeat result: 28.8 2nd repeat result: 28.9 sample 3 was tested for pbnpx: initial result: 124.23 1st repeat result: 3089.4 2nd repeat result: 3082.9 sample 4 was tested for tsh: initial result: 0 accompanied by a data flag. 1st repeat result: 0.309 sample 5 was tested for tsh: initial result: 0 accompanied by a data flag. 1st repeat result: 2.56 the units of measurement for cea, pbnpx and tsh results were not provided. An amended report with the correct results was issued to the physicians.

Manufacturer narrative:
The ca19-9 reagent lot number was 662821. The expiration date was not provided. The cea reagent lot number and expiration date were not provided. The pbnpx reagent lot number was 651845. The expiration date was not provided. The tsh reagent lot number was 714216. The expiration date was not provided. The analysis of the data confirmed several abnormal low signal alarms happened. On (B)(6) 2023 the instrument gave the 1st abnormal low signal alarm. Before the event, the analyzer gave several warnings/alarms that there was a fault with the instrument. The alarm informed the operator to contact roche for service. There had also been calibration alarms and an abnormal measuring cell condition alarm. Hitachi investigated the issue and determined that the root cause was due to a pinch valve failure. The field service engineer checked the analyzer and replaced both pinch valves on both measuring channels. He then did a performance check and the instrument was performing within specifications.